Event description:
It was reported that the implantable pulse generator (ipg) device that was going to be used for a case was unable to be interrogated in the box or even get one green light with two different programmers. Therefore, the ipg was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.